Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very strong pelvic pain during menstruation which became haemorrhagic') and dysmenorrhoea ('very strong pelvic pain during menstruation which became haemorrhagic') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced the first episode of tendonitis ("tendinitis twice during last two years, first episode"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain like a lot of soreness in the morning when waking up"), fatigue ("general fatigue and especially before menstruation"), neck pain ("neck pain"), pain in extremity ("left arm pain"), gastrointestinal pain ("daily bowel pain for several years") and the second episode of tendonitis ("tendinitis twice during last two years") and was found to have laboratory test abnormal ("essure removal planned after lymphocyte activation test"). The patient was treated with surgery (total hysterectomy with salpingectomy planned for (B)(6) 2019). At the time of the report, the menorrhagia, dysmenorrhoea, musculoskeletal pain, fatigue, neck pain, pain in extremity and gastrointestinal pain had not resolved and the laboratory test abnormal and the last episode of tendonitis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, gastrointestinal pain, laboratory test abnormal, menorrhagia, musculoskeletal pain, neck pain, pain in extremity, the first episode of tendonitis and the second episode of tendonitis with essure. The reporter commented: she was waiting for the essure system to be removed, following the appointment with her gynaecologist and after a lymphocyte activation test. The surgery was planned in (B)(6) 2019: removal of the fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: lymphocyte activation test led to planned essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.